Manufacturer narrative:
Product analysis: analysis determined that the programmer stylus was not aligned with the cursor on the display screen. The connection between the printed circuit board (pcb) and the overlay was re-seated. Analysis also noted that the power cord bay assembly latch was damaged, the power cord bay assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required a software update and a general check and repair. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.